Event description:
It was reported that this pacemaker system was associated with a patient concern following a mammogram procedure, during which the patient stated that excessive pulling caused discomfort and led her to feel a wire she had not noticed before. Subsequently the patient experienced a syncopal episode. Technical services (ts) advised to reach out to her implant physician, primary care physician, or seek immediate medical attention for further evaluation and management. This device remains in service. No additional adverse patient effects were reported.